Event description:
Complainant states that the screw head spread during implant of the inner setscrew and would not maintain connection. Screw had to be removed resulting in 30-45 minutes extension to the case. There was no adverse pateint consequence as a result of this situation. As the delay was in excess of 30-min. An MDR is being filed to document this event.